Manufacturer narrative:
This value is the average age of the patients reported in the study, as specific patient ages could not be identified. This value reflects the sex of the majority of the patients reported in the study, as specific patient sexes could not be identified. Please note this date is based off of the study's date of completion as specific event dates were not provided unless otherwise noted. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Study article summary: the study aimed to determine the feasibility of polymodal modulation therapy in subjects with chronic intractable lower back pain with or without leg pain. The authors concluded that the results of the study confirmed the functionality, efficacy, and safety of pm-scs in a trial phase stimulation period. Reported events: 1. 1 patient (02004) experienced an epidural abscess due to infection. It was noted the issue was considered a serious adverse event and was ¿probably¿ procedure or device related. The patient was ¿last reported to have improved and was undergoing antibiotics treatment¿ according to the authors. It was noted the patient was administered antibiotics, topical ointment, and follow-up keflex. The issue was ongoing as of four days after the event and it was added the patient ¿required 4-6 weeks of antibiotics and infectious disease follow-up.¿ the patient was admitted to the emergency room, underwent a MRI, and received medical treatment in a hospital; the patient was admitted to the hospital on (B)(6) 2017. The patient¿s outcome was reportedly ¿improved¿ at the time the article was written. It was noted the patient had enrolled in the study on (B)(6) 2017 and withdrew on (B)(6) 2017. 2. 1 patient (01004) experienced lead movement and had developed pain in a new location that was ¿definitely¿ procedure or device related. The event severity was considered mild and the issue was resolved within one day with lead repositioning. The patient¿s right lead was removed as a result of the issue and their left lead was repositioned. It was noted the patient left the study as a result of the adverse event. It was noted the patient had enrolled in the study on (B)(6) 2017 and withdrew on (B)(6) 2017. Additional information has been requested regarding patient/device info, event dates, clarification on the information provided, and for additional missing required fields; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Other relevant device(s) are: product ID 977d260 lot# va1h3rg003 product type screening device, (B)(4) product ID 977d260 lot# va1h3rg006 product type screening device, (B)(4) please note that due to the removal of event 2 from this report, device code (B)(4) has been replaced with (B)(4), and patient code (B)(4) no longer applies to this report. Additionally, select lead information captured above has been updated as has select initial reporter contact information. The device serial number and UDI has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the study¿s director of research reported that as of (B)(6)2017, the patient had improved after antibiotic therapy. It was noted the event started on (B)(6)2017. Additionally, it was noted the infection was not related to [the manufacturer¿s devices. Though it was reported the event was not unanticipated, it was noted the cause of the event was not clearly determined. No further complications were reported or anticipated. Please note that due to the receipt of unique patient identifiers, the second event initially included in this report (involving patient (B)(6) has been filed as a separate regulatory report. Please see manufacturer report #3007566237-2018-00757 for any further information received regarding patient (B)(6).